Event description:
It was reported that the bd alaris¿ lvp bld180m 15d dehp experienced leakage. The following information was provided by the initial reporter: tubing leaked from the filter chamber - just where the IV tubing connects to the filter. Infusion stopped, and new tubing had to be primed and used for the transfusion to continue. How long was product in use when the problem occurred? 5 min. How was it detected? Blood was leaking at drip chamber onto floor.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jan-2023. H6: investigation summary: a sample was received and investigated by our quality team. The leak described by customer was noticed as soon as saline solution was infused through the set. The set leaked where tubing enters above drip chamber and verified the leakage complaint. The manufacturing team was contacted about this issue for further investigation into root cause/ if this failure could be traced back to an assembly issue. The manufacturer determined that this leakage was caused by improper application of solvent during the assembly of the drip chamber to tubing portion at the manufacturing facility. There have been documents added to standard operating procedure to eliminate further occurrences of this issue. A device history record review for model 10015414 lot number 22066316 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d dehp experienced leakage. The following information was provided by the initial reporter: tubing leaked from the filter chamber - just where the IV tubing connects to the filter. Infusion stopped, and new tubing had to be primed and used for the transfusion to continue. How long was product in use when the problem occurred? 5 min. How was it detected? Blood was leaking at drip chamber onto floor.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.